Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing was observed on the ventricular channel following implant. It was noted that this was a single, isolated occurance. Patient will be monitored.